Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Clog test was conducted on 7pcs retention samples and all no needle clog fail found.

Event description:
It was reported that 4 of the bd micro-fine¿+ pen needle were unable to deliver medication. The following information was provided by the initial reporter, translated from chinese to english: it was found that 4 pen needles could not discharge water when exhausting, and not been reused.

Event description:
It was reported that 4 of the bd micro-fine¿+ pen needle were unable to deliver medication. The following information was provided by the initial reporter, translated from chinese to english: it was found that 4 pen needles could not discharge water when exhausting, and not been reused.

Manufacturer narrative:
E.1 initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.